Event description:
It was reported that pump experienced malfunction after exposure to x-ray, with malfunction alarm displayed on pump. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which caller acknowledged and understood.